Event description:
Same case as: 2134265-2015-02102 and 2134265-2015-02101. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter and a sled to visualize the unspecified lesion. During the procedure, it was noted that the touch screen control panel was not responding and there was an unusual noise from the sled. It was also noted that, sometimes, the automatic pullback failure occured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).